Manufacturer narrative:
Section had been updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests before release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the detachment of the adc freestyle libre sensor after 10 days of wear due to exposure to moisture. On (B)(6)2019, the customer's wife noticed the customer had hypoglycemic symptoms described as difficulty speaking and "empty eyes" and was unable to treat himself. The wife confirmed the hypoglycemia with a capillary test and treated the customer's symptoms with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the detachment of the adc freestyle libre sensor after 10 days of wear due to exposure to moisture. On (B)(6) 2019, the customer's wife noticed the customer had hypoglycemic symptoms described as difficulty speaking and "empty eyes" and was unable to treat himself. The wife confirmed the hypoglycemia with a capillary test and treated the customer's symptoms with sugar. There was no report of death or permanent injury associated with this event.